Manufacturer narrative:
The insulin pump was received with cracked case on lcd display window corners. Motor error alarm was noted during basic occlusion test and unable to prime during prime test due to moisture damage on faulty force sensor system. The pump passed displacement test and excessive no delivery alarm test. However, the pump was received with corroded motor home switch during visual inspection. No moisture damage was noted on electronic assembly during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of excessive no delivery alarms and moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The customer was able to resolve by no delivery with a third set change. The mother stated that they were working outside and there was a lot of fog under the screen. The mother noticed two cracks in the upper corner of the screen. The mother stated that the top corners of the pump are going outward. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.